Event description:
It was reported when using the bd pyxis¿ es server the machine was not triggering stockouts. The customer reported that some medications are not triggering stockouts on their carousel, prednisone 10mg at mmcd52 has been stocked out for 23 hours and did not trigger a replenishment. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no recent examples were provided to investigate. The customer said the issue was no longer occurring and would call again if it arose.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation system the machine was not triggering stockouts. The customer reported that some medications are not triggering stockouts on their carousel, prednisone 10mg at mmcd52 has been stocked out for 23 hours and did not trigger a replenishment. The customer stated that this malfunction casued a delay to the patient care. There were no adverse events or injuries reported based on this incident.